Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not available for evaluation. Additionally, the device specific info was not provided, precluding a review of the device history record.

Event description:
Revision due to tibial loosening. Associated with medwatch report #: (B)(4).